Manufacturer narrative:
This product is manufactured in switzerland but not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -13.0 diopter, in the patient's left eye (os) on (B)(6) 2009. The reporter indicated the patient experienced refractive change overtime. The patient decided to proceed with lasek, which was performed on (B)(6) 2018 and the problem was resolved. The lens remains implanted.